Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. The patient has a history of allergies to adhesives, and on (B)(6) 2024, she developed blisters underneath the g6 sensor patch. On the same day, the patient consulted a physician who prescribed an oral antibiotic medication (bactrim unspecified dosage). At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determine. No additional patient or event information is available.